Manufacturer narrative:
New parts installed (B)(4) 2011. The manufacturer date of the device was unknown at the time of this report. Evaluation summary: the vertier mobile surgical operating table is a class I, type b device used by surgical staff to position and support a patient for surgical procedures in a hospital operating room. The complaint will be filed as a MDR due to hydraulic fluid leakage from failed hydraulic cylinders. The root cause for this failure is possibly due to worn out (B)(4) washers. Any hydraulic leak would not contribute to patient risk directly. However, hydraulic leak can cause a slippery operating room which can be a potential for user injury during or after surgery. Also, the hydraulic leak if unnoticed can lead to complete hydraulic fluid drain causing the table to be completely non-functional for articulations (except for slide mechanism). This risk is much more remote than the slippage risk, which has occurred.

Event description:
(B)(4). It was reported that a vertier surgical table has a floor lock cylinder that was leaking hydraulic fluid.